Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed an e-6 error message prior to the event which caused the hyperglycemia. The blood glucose results taken at the hospital was unknown. The type of treatment given to the patient at the hospital was unknown. The patient was still in the hospital. No other information was provided. The infusion device was requested to be returned for product evaluation.